Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the up and down arrow buttons were intermittently activating desired pump functions when pressed. All other keys have normal spring back and click. There was visible contamination under the keypad button contacts. The pump was exercised for 24 hours and no alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient's mother reported that the up and down arrow buttons are sticking for the past several weeks. The ok button responds normally. The patient reports that the keypad is not peeling. There was no reported patient impact associated with this complaint.